Manufacturer narrative:
The probp 3400 automatically measures systolic and diastolic pressure (excluding neonates) and pulse rate, as well as calculates mean arterial pressure (map). The device is intended to be used by clinicians and medically qualified personnel. It is available for sale only upon the order of a physician or licensed health care provider. This device is not intended for use on neonates, infants, or children under the age of 3 years. The effectiveness of this device has not been established in pregnant, including pre-eclamptic, patients. The customer was provided with a replacement power cord to resolve the reported issue. Although there was no injury reported, if the reported incident of damaged cord with wires exposed were to recur during use, it could lead to a serious injury of death, therefore baxter is reporting this malfunction.

Event description:
Customer reported device power supply is damaged. Cord has wires exposed and the prongs on the blade got stuck in the outlet. There was no injury reported. This incident was captured under baxter complaint ref # (B)(4).